Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2012 and suture was used to sew the subcutaneous tissue. Twenty days post operative the patient developed an infection at the incision. The area became red with exudate. The sutures were removed and the patient was placed on antibiotic therapy. The patient is now fine.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - infection occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were taken for evaluation. The samples were tested for sterility testing & found to meet the specifications.